Event description:
Customer reported experiencing an adverse skin reaction during his 13 day wear of the adc freestyle libre sensor. Customer further reported that his arm looked "inflamed, red, and swollen" at the sensor site. Customer had contact with a healthcare professional and was prescribed dalacin (clindamycin, an antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date: has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive has not been returned. Extended investigation has also been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No further investigation is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction during his 13 day wear of the adc freestyle libre sensor. Customer further reported that his arm looked "inflamed, red, and swollen" at the sensor site. Customer had contact with a healthcare professional and was prescribed dalacin (clindamycin, an antibiotic) for treatment. There was no report of death or permanent injury associated with this event.